Event description:
An exhaust hose ruptured during use in surgery less than one foot from the handpiece. Lubricant oil mist contaminated the surgical site and sterile field. One follow up, it was reported that there were no delays or injuries as a result of the hose rupture. An extensive cleanout was done as a precaution and a backup unit was used to complete the surgery.